Event description:
A med professional reported that a pt's blood sugar tested 26 mg/dl on suspect device using capillary blood. Pt was treated with 50% dextrose before getting blood sugar of 150 mg/dl by the lab (method unk). Pt is doing fine. Controls run on suspect device were within range.